Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.5/3.5/004 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. This exchanged resolved the problem.

Manufacturer narrative:
Claim# (B)(4).